Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-mar-02. It was reported that the doctor had been informed of the device explant and a report from the interrogation was downloaded showing the impedance issues. Lastly, there was no further surgery planned at the time of the report. There were no further complications reported or anticipated.

Manufacturer narrative:
Product ID: 97715, serial# (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator; product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Coding that was submitted in the initial report no longer applies to the ins and now applies to the lead. A duplicate report will be submitted for this same lead with the patient's new ins. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They reported that the ins was replaced on (B)(6) 2019, but the leads were not because the patient's insurance would not cover a lead replacement. During the replacement, a connectivity check was performed, which showed issues with contacts 11, 14 and 15. The lead was wiped down, which resolved the issues on contacts 11 and 14, but not on 15. The rep programmed around contacts that were not viable. After the ins replacement, the patient continued to have the same impedance issues they were having prior to the replacement. Additionally, the patient had been experiencing a shocking sensation throughout their entire body no matter what position they were in (i.e., lying down, sitting or walking) three different times between (B)(6) 2019. The patient had tried decreasing stimulation from 2.0 milliamps (ma) to 1.0 ma, and told the rep it seemed to help the issue however, the shocking still occurred when at 1.0 ma as well. It was noted that the lead was a surgical paddle lead in the cervical area, and technical services reviewed the concerns with that type of placement. It was also reviewed that it would be difficult to determined exactly what was occurring, but the rep could try running impedances with the patient in the different positions. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via the rep. The cause of the issue was unknown. The patient was being seen on (B)(6) 2018. They were going to do an impedance check. The issue remained unresolved.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 crts (B)(4): "omitted information regarding (B)(4) - stinging at ins site" information was received from a patient who was implanted with a neurostimulator for non-malignant pain via a manufacturer representative (rep). It was reported that the patient was getting intermittent therapy/stimulation since about two weeks prior to the report. Impedance readings were reviewed, and it was suggested that electrodes 11, 14, and 15 should be avoided because all contacts were greater than 10k ohms. There were no further complications reported or anticipated.